Event description:
Pt had a left total hip arthroplasty in 1999. In last few months pt developed increasing pain and discomfort in this hip. An x-ray revealed loosening of this hip and pt is now here for revision.